Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer's blood glucose was 11 mg/dl. The customer stated she had a low battery and tried to replace the battery. The customer stated she never cleared the alarm, they took the battery out and replaced the battery and it was not come on. The insulin pump will be returned for analysis.